Event description:
It was reported the patient's system is turning off without prompting. The sjm representative interrogated the system and found no anomalies. The patient will keep a diary of occurrences and follow-up with the sjm representative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.